Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system shutdown unexpectedly during a case. There was no beeping prior to indicate backup battery. The site swapped to multiple outlets without resolution. They kept the system plugged into the same outlet for a few minutes and the system booted up. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.

Manufacturer narrative:
H2: additional information: additional patient information was received. See a1. Additional event information was received. See b5. Additional initial reporter information was received. See e1. H2: correction: procedure delay information was updated. See b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was no delay to the procedure. The cause of the issue was reported to be a faulty outlet. It was clarified that the system was plugged into multiple outlets with no change and did not reboot when moved to the second outlet. It was moved to a third outlet and was allowed to charge longer and the system powered on. It was determined that the first outlet was faulty which is why the system initially powered off. The second outlet was not given enough time to charge. It was confirmed that there was no delay to the procedure as navigation was not needed while the troubleshooting was being done.